Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope's optical channel had obstruction of foreign material caused by insufficient cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , olympus confirmed foreign material in the device, but the type of the material could not be identified. It is likely that the foreign material remained due to a deformation in the instrument channel making it impossible to insert a cleaning brush for a tube, thus reprocessing could not be properly implemented to remove foreign material. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.